Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of dyspnea, hypotension, weakness and subsequent death. Although the patient was connected to the liberty select cycler at the onset of the events, there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused the serious adverse events. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population (1,2). However, given the absence of the esrd death notification, cause of death and limited additional information, the liberty select cycler cannot be excluded from having a possible contributory role in the adverse events. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis's (pd) contact requested assistance with cancelling a treatment due to an emergency that required an ambulance to be called. Upon follow up, a peritoneal dialysis registered nurse (pdrn) reported that the patient expired on (B)(6) 2019. The patient was taken to the hospital due to shortness of breath, significant hypotension, and weakness. The onset of symptoms occurred during continous cycling peritoneal dialysis (ccpd) but the pdrn reported the patient's death is unrelated to pd therapy with fresenius product(s), drug(s), or devices. To this date, a request for additional information, including an esrd death notification and discharge summary, has not been responded to. The patient's cycler was not returned to the manufacturer for physical evaluation.